Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose event. Customer's blood glucose value was 471 mg/dl at the time of the call and blood glucose reading of 366 mg/dl. Customer treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. The device settings were correct. Customer also reported that the insulin pump buttons were hard to press. Keypad anomaly troubleshooting was performed and completed and customer confirmed that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.